Event description:
It was reported that the patient presented in clinic for routine follow up. The lead was exhibiting noise with arm manipulation and had chronically high pacing lead impedance. Externalized conductors were seen on fluoroscopy images. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 13.0-13.1cm from the connector pin, consistent with lead friction to the device can. Internal insulation abrasion was noted at 11.5-12.9cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 7.4-9.6cm and 10.2-12.9cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 20.6-20.7cm, 20.8-20.9cm, 20.9-21.0cm, 21.1-21.2cm, 23.3-23.4cm, 23.3-23.4cm, and 24.3-24.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 18.8-18.9cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.